Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging elevated blood glucose levels and a cartridge leak. The patient claimed that her blood glucose (bg) levels had been consistently around "16.0-17.0" mmol/l. She also claimed to have developed slight ketones at one point which she managed by taking insulin injections and drinking plenty of fluids. The patient denied having any site issues or bent cannulas. The patient claimed, however, that the cartridge compartment had a strong smell of insulin. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the cartridge compartment smelled strong of insulin suggesting a cartridge leak. The patient did not have any bg readings or symptoms that meet animas' criteria for a serious injury.